Manufacturer narrative:
(B)(4). Upon further review of the complaint record on 04/01/2024, the initial MDR and supplemental MDR were submitted within 30 days of dexcom¿s awareness of the reportable information. However, it was determined that the initial MDR (core ID: (B)(4) with MFR# 3004753838-2024-027083 and the supplemental MDR (B)(4) with MFR# 3004753838-2024-027083-01 were submitted in error, as there was no allegation of inaccurate readings. The allegation was determined to be a sensor failure. Due to system limitations, the complaint classification code could not be corrected in the complaint handling system for MFR# 3004753838-2024-027083 and 3004753838-2024-027083-01. Consequently, a new complaint record was established with accurate information. This initial MDR replaces the supplemental MDR for MFR# 3004753838-2024-027083, containing all the correct complaint details and investigation data. Kindly disregard both the initial and supplemental mdrs for MFR# 3004753838-2024-027083.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported that her sensor failed overnight while she was sleeping. The patient awoke from sleeping with a low bg (no specific value reported) and fell out of bed and hit her head on the night lamp. The patient was experiencing muscle weakness, tachycardia, and was unable to fully speak. The patient was able to call her neighbor, who was also a police officer and had keys to her home. The neighbor came to the patient¿s home and gave the patient juice to drink and called 911. Once emergency medical services (ems) arrived, the patient bg meter reading was 93 mg/dl (this was after the patient was treated with juice). Ems did not provide the patient with any additional medication or treatment. The patient recovered at home and was not transported to the ER. The patient was in good condition at the time of report. Product and data was provided for investigation. An external visual inspection was performed and passed. The problem was confirmed via data investigation. The probable cause was determined to be low counts aberration. No additional patient or event information is available.